Event description:
It was reported by a customer on (B)(6) 2011 during the procedure, the hps laser system experienced error message code 173. Per the customer, error message code 173 was unable to be cleared; however, the procedure was able to be completed by switching from the hps laser system to the xps laser system. The patient outcome was not provided.